Event description:
A trimed sales rep located in (B)(6) reported on 22 oct 2020 that a plate (cpsmidr-8) had to be removed from a patient because of a nonunion. The plate was originally implanted on (B)(6) 2020, and the patient started begin feeling discomfort on (B)(6) 2020. It was determined on (B)(6) 2020 that the plate would need to be removed due to the nonunion. It was stated that the patient was a heavy smoker and not following proper after care instructions.

Event description:
After the initial report was submitted the device was returned for evaluation, it was determined that the device met trimed's product specifications. It was also determined that the cause of the nonunion was due to the patient being a heavy smoker.